Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported that the implant was too hot while recharging. The patient felt heating internally and discomfort at the implant pocket after about 45 minutes of charging. There were no external signs of warmth and the thermometer icon was not seen while recharging. The patient also felt heating during stimulation use. There were no traumas or falls that were related to the issue and impedances were normal. After using stimulation for a while the pocket heats up, there were no external symptoms. It was unknown if turning stimulation off addressed the issue and the patient was not using stimulation constantly because of the discomfort with the stimulation use. The patient has a single lead on the right side for pain in the right arm from reflex sympathetic dystrophy (rsd). The stimulation issue persisted after reprogramming and the patient was feeling some left side stimulation. An x-ray was going to be done for lead migration. The implant was in the same position and there were no changes at the pocket. Further information received from the manufacturer representative reported that the outcome of the x-ray was unknown. The patient had been programmed with a high density setting per the request of the healthcare professional (hcp). The patient had a follow-up appointment with the hcp in (B)(6). The hcp stated that the rsd might be the cause of the pain at the implant site and indicated there may be cause to move the implant to the opposite side of the body. The device issue was not resolved.